Event description:
It was reported that a patient presented in the emergency room after experiencing pre-syncopal episodes. Upon interrogation, the right ventricular lead exhibited loss of capture. The chest x-ray revealed that the lead was dislodged. The lead was repositioned successfully to resolve the issue. The patient was monitored overnight and discharged the next morning.